Event description:
During index procedure, the patient had one complete self expanding (se) peripheral stent, implanted to the left mid superficial femoral artery (sfa). Approximately one year post implant (B)(4) lab, confirmed a grad 1 stent fracture. Image review: four still images were provided for review. One of the still images shows, the sfa as being mildly, but diffusely calcified. Based on review of the images the stent appears to be compressed at one point on the proximal end of the stent. This appears to give the impression that there has been a stent strut fracture. Based on review of the images, it appears most likely that the compressive forces of the lesion in the vessel, impacted on the profile of the stent. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication

Manufacturer narrative:
(B)(4): evaluation results - patients condition affected effectiveness of device (diffusely calcified lesion). Device failure/lack of effectiveness related to patient condition (diffusely calcified lesion).